Event description:
Ous MDR: the pulsar-18 stent could not pass the tortuous vessel and was therefore withdrawn.

Manufacturer narrative:
The technical investigation of the returned stent system revealed no irregularities of the crimped stent. Several kinks were observed near the kink protector and proximal to the tip. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to the patient's anatomy.